Event description:
It was reported that a user performed a meal announcement, experienced hyperglycemia to approximately 300 mg/dl, and then entered an additional smaller meal announcement, after which a supply change revealed possible infusion site or set performance concerns; following a subsequent site change, glucose returned toward range while using the ilet. Symptoms included elevated blood glucose reaching a peak of 330 mg/dl. Outcomes included return toward target range after corrective actions. Investigation included review of pump reports and post-call inspection guidance for the infusion site and set. Investigation of this case revealed no pump alerts and resolution after an infusion site change, which supported a probable infusion delivery issue. It was concluded that hyperglycemia was likely related to suboptimal insulin delivery at the infusion site combined with a suboptimal second meal announcement, and that device function appeared normal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.